Manufacturer narrative:
This report is in response to mw5155637 which was received by amt from the FDA on 06/24/2024. Based on the provided information, the reported incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatenin0g, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt reached out to the reporter in attempts to retrieve the device for examination. At the time of this report there has been no response to the availability of the device. Due to this, a visual and functional evaluation could not be performed, and device failure could not be confirmed. Based on the provided information, the reported complaint is not believed to have been caused by a manufacturing defect. A complaint has been logged in our system to track this record in complaint #: (B)(4) and will be used for trend analysis.

Event description:
It was reported that the "medicine port cap of the enteral feeding extension set will occasionally come loose, resulting in the loss of enteral feed, and the emptying of gastric contents. This does not occur with the design of the competitors product that we switched from. The mic-key extension sets have caps that screw closed with threads, whereas the mini one caps use friction alone".